Event description:
It was reported that the procedure was to treat a fully occluded, 80% stenosed lesion in the proximal right coronary artery (prca). The patient presented with chest pain and angiography revealed a fully occluded artery. Pre-dilatation was performed with a semi complaint balloon and a 3.0x28mm xience alpine drug eluting stent (des) was implanted at the target lesion. Post-stenting, fluoroscopy revealed a distal edge dissection and a 3.0x15mm xience alpine des was implanted to cover the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.